Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered multiple complications including constant pain and discomfort, urinary tract infections, bacterial infections, bowel movement problems, and septicemia. No additional info was provided.